Event description:
It was reported that the instrument became stuck in the cannula with outlet instrument accessory and could not remove the instrument during a da vinci colorectal procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the trocar, also known as cannula was returned with a cannula seal and was unable to be removed from the suction irrigator because of a dislodged snake wrist. The distal tip of the cannula showed physical damage resulting from repeated attempts to remove the cannula from the suction irrigator. No material was missing. The evidence was inconclusive but the tip damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the cannula tip damage, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.